Event description:
It was reported that the tip of the handpiece was observed to be broken off during the cleaning process. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The customer comment of the handpiece having a broken tip and the angle cover having damage was confirmed during service evaluation. During service evaluation it was observed the angle nut joint was damaged and the angle cover was worn and dented. Based on a review of the device instructions for use, a deformed angle nut can be caused by over torqueing of the angle nut while attaching a tip to the handpiece. The device was not able to be repaired by the service technician and was scrapped.

Event description:
It was reported that the tip of the handpiece was observed to be broken off during the cleaning process. There was no patient involvement, and there were no user injuries or adverse consequences.